Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; during and esophagectomy procedure, the needle of the loading unit fell out of the suturing device and into the patient and was retrieved with graspers. A new device was opened to complete the case. Patient details are not available, the date of the procedure is not available. The UDI of the device is not available. There was no blood or tissue loss or damage due to the issue. The procedure time did not have to be extended.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of five devices. Both blades of the instrument were bent. Under microscopic inspection, witness marks from the needle tip impacting the beveled wall were observed on instrument two. Sheering on the toggle switches was observed for instrument two. No visual abnormalities were observed on instruments one, three, four and five. No functional tests could be performed since the blade would break if bent back into place for instruments one and two. Each instrument was loaded with a needle from the pmv inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle for instruments three, four and five. The reported condition was confirmed. Engineering noted some plastic shearing of each toggle switch after further visual inspection. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle. This results in the shaving conditions noted. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).